Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory notification for high impedance on the atrial lead. X-ray revealed no anomalies. Review of electrograms revealed that the lead exhibited loss of sensing and noise. The lead was capped and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).